Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced issues with the infusion sets not penetrating the skin and not delivering insulin correctly causing high blood glucose readings of over 400 mg/dl. It was noted that the cannula did not penetrate the skin rather bent above the skin. Customer declined troubleshooting for the high blood glucose readings as they were aware of the cause. Insulin pump is not being returned for analysis.